Manufacturer narrative:
All of the buttons functioned properly however, found corroded keypad traces. No button error alarm noted. The insulin pump has broken battery tube threads noted, cracked reservoir tube lip, minor scratched lcd window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose was 6.0 mmol/l. Customer stated that they wiped it down recently. Customer also reported that there were cracks by the battery casing and that the plastic pieces have come off. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.